Manufacturer narrative:
Product complaint # ==> (B)(4). The following information was requested, but unavailable: - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. H3 investigation summary: the product was returned to eth for evaluation. The visual analysis determined that one labeled winding former with a detached needle and one suture piece outside the foil packet that pertains to product code y605 was received. During the visual inspection of the needle, marks that appear to be caused by a surgical instrument were observed on the body needle. The barrel hole of the needles was examined under magnification, and no suture remnat was observed. The suture piece was removed, and the insertion mark could not be observed. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and absorbable hemostat was used. The problem of the suture pulling off the needle happened in surgery. Total three products had the needle pull off issue occur. Changed to another one to complete the surgery. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b 5. Event description corrected b 5. Event description: it was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Total three products had the needle pull off issue occur. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Total three products had the needle pull off issue occur. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested